Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in an arteriovenous fistula of upper limb. A 6.0 x40, 40cm gladiator elite balloon catheter was advanced for dilation. During inflation, the balloon burst. The procedure was successfully completed with a different device. There were no patient complications as a result of this event.